Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2012, the right atrial lead exhibited noise and the lead was reprogrammed to avoid oversensing. On (B)(6) 2013 and (B)(6) 2014, lead noise oversensing was noted. On (B)(6) 2015, lead impedance was noted to be low with noise oversensing resulting in inappropriate mode switches. The patient also experienced occasional positional lightheadedness and exertional shortness of breath after one flight of stairs. Review of the most recent remote electrogram on (B)(6) 2018 notes sensing was appropriate. The patient is stable.